Event description:
Reportedly, during testing, the ventilator showed o2 sensor failure. There was no patient involvement in this case.

Manufacturer narrative:
Evaluation summary: during the functional test, the fio2 supply measured was different from the fio2 setting, confirming the reported issue. The investigation concluded that the returned oxygen sensor was defective.